Event description:
It was reported that during a tonsillectomy a coblator ii model rf8000e electrosurgical unit produced a warning and did not function. The surgery was completed by performing a traditional tonsillectomy. No information was provided that indicated the patient had any complications from this event.